Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (Kitchen). Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer stated that her meter gave a high result then erratic result when doing tests back to back. The customer is concerned with tests results from non-fasting results obtained of 332, 294 and 322 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 230 mg/dl. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. The customer stated that she had obtained a result of 402 mg/dl non fasting and immediately called her doctor to notify him and that her doctor stated that should it go up to call back. The customer stated she then did three more back to back tests from the same finger and same blood drop and got 322, 294 and 332 mg/dl. The result of 402 mg/dl was not found in the meter's memory. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/30/2017 and open vial date at time of call is less than two months. The customer stated there were no more strips left in that vial. The meter memory was reviewed for previous test result history: (B)(6).